Manufacturer narrative:
The reported "no comms" was verified upon return of the device. Normal pacer operation (other than comms) was observed. When submitted for analysis, normal comms were observed and the malf could not be restored. Dpa was performed and was inconclusive.

Event description:
The reporter indicated that the device would not communicate. There was not a pt or physician involved in this event.